Manufacturer narrative:
(B)(4).the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an anterior resection procedure, performed without event until the device was inserted to perform the anastamosis. Upon firing, the device was extracted and no anvil was attached. Some unclosed staples were observed. A second gun inserted and attached to the original anvil still in situ in patient. Fired normally. Second device extracted; doughnuts examined to be found as per you expect. Procedure then continued without issue. Delay of three minutes. There were no adverse consequences for the patient reported.